Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. Device evaluated by MFR.: synergy ous mr 3.00 x 38 stent delivery system was returned for analysis with a mandrel and stent protecter inserted. The investigator was unable to remove the customer mandrel that was returned inserted in the device. The mandrel outer diameter was measured. The device was placed in the 37 degree water bath in an attempt to loosen this mandrel. Prior to placing the device in the bath, the stent was visually, and microscopically examined and proximal stent damage was identified. The crimped stent od (outer diameter) was measured and the result is within max crimped stent profile measurement. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The device was removed from the bath; however, the investigator was still unable to remove the mandrel from the device. During the attempt to remove the mandrel, the proximal side of the balloon bunched with distal and mid stent damage also being observed. The investigator was unable to track the device over a 0.014" guidewire as a result of being unable to remove the mandrel. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the shaft polymer extrusion identified an inner shaft kink 81 mm distal of the port bond. A visual and microscopic examination found no issues with the tip. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 22-jul-2019. It was reported that tracking difficulties were encountered. Vascular access was obtained via the right radial artery. The 90% stenosed, 3 x 35 mm, concentric, de novo target lesion was located in the severely tortuous and moderately calcified right coronary artery. The lesion contained more than or equal to 90 degree bend. After a non-bsc guide catheter was engaged, a non-bsc guide wire was inserted. Pre-dilation was then performed with a 2.5 x 12 mm maverick balloon catheter, leaving 45% residual stenosis. A 3.00 x 38 mm synergy drug-eluting stent was selected and advanced; however, it failed to track over the wire. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and patient status was stable. However, returned device analysis revealed a stent damage.